Event description:
Rptr noted laser was misfiring during iridectomy. Power set at 6.2 returned to zero when fired. Also noted beam was jumping back and forth. Fired 20 shots, completed case as planned and no pt/staff injury.